Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device had a damaged housing, the coupling on the tool side was not functioning and was defective, the coupling power supply was not functioning and was defective, the pins came out on the cone sleeves, the housing was damaged and the tool coupling was defective. It was further determined that the device failed pretest for check pins length of cone sleeve, check the machine coupling, saw blade tool coupling and general condition. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.